Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the user has always had a mild tinnitus on the implant side (also prior to implantation). The user's hearing performance was satisfactory until (B)(6) 2020. In (B)(6) 2020 he reported that within 3 days his tinnitus has become intolerable and he could no longer hear. The clinic has decided to explant the device. The user was re-implanted on (B)(6) 2021.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage which is expected to have been present whilst implanted. According to the received information from the field, the recipient has a history of tinnitus prior to ci implantation and five years post-implantation the user experienced a sudden worsening of tinnitus, regardless of device_s use, and loss of hearing. Diagnostic imaging revealed multiple brain strokes, which might explain both the tinnitus worsening and the loss of hearing, which appeared suddenly and simultaneously. Cochlear ossification noted at explantation might also be the result of the reported ischemic cerebrovascular issues. Furthermore, two channels have been seen outside of cochlea during removal surgery, however it cannot be confirmed due to lack of information, if those were already out since implantation. Mechanical damages found during investigation are attributable to the removal surgery. The device explantation form stated a crack in the housing, however no crack was found during investigation. This is a final report.

Event description:
Reportedly, the user has always had a mild tinnitus on the implant side (also prior to implantation). The user's hearing performance was satisfactory until april 2020. In march 2020 he reported that within 3 days his tinnitus has become intolerable and he could no longer hear. The clinic has decided to explant the device. The user was re-implanted on 18-mar-2021.